Event description:
It has been reported to philips that the system could not do exposure during a examination. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the device was in coronary planned treatment/non-emergency treatment, the procedure got delayed and it got completed by reconnecting the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not exposure intermittent. Upon functional testing, the fse found that the connector of wired footswitch was damaged. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.